Event description:
It was reported that: at the beginning of the case, the user connected the pt to the breathing circuit and the pressure climbed with fresh gas being applied. Excess fresh gas within the system was not being properly evacuated. The user then extubated the pt and tried to re-intubate the pt 3 times until they chose to cancel the surgery. It was determined by hosp personnel on site that the breathing circuit had been incorrectly assembled and a pre-use checkout had not been performed prior to the occurrence. The 22 mm hose from the output of the ultra sonic flow sensor was connected to the ventilator port on the auto/bag selector block instead of the expiratory valve, and the 22 mm hose from the ventilator below housing was attached to the expiratory valve on the machine instead of the ventilator port on the auto/bag selector block. The pt incurred a bilateral pneumothorax. Chest tubes were placed and the pt was sent to intensive care. The surgery was performed at a later date. The pt was discharged from the facility in satisfactory condition.